Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had fluctuating blood glucose levels. Customer received an occlusion alarm, and changed out his cartridge and infusion set. Pump passed delivery system check.